Event description:
As reported: "an advanced screw 35mm was inserted into the most proximal oblique hole, and the counterboring drill manual was performed as per the procedure manual. However, since the screw did not advance smoothly, it was replaced with a different size screw, which allowed successful insertion."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.